Event description:
Catheter never entered patient. After removing it from the sterile package, the device failed to be recognized by ablation room's "mapping system"; therefore, could not be used on the patient. Mapping system facilitates location of electrical potentials for mapping and potential ablation. A new 2mm noga star was used to complete the procedure. The procedure completed successfully.